Event description:
It was reported by the customer that upon the removal of the spring wire guide (swg), the wire became blocked and began to unravel. The catheter and swg were removed simultaneously. As a result, a new cs-15122-f was successfully placed into the same insertion site. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.